Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that they experienced a cgm accuracy issue which occurred 2 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient was feeling nauseous and self-treated with orange juice. Despite treatment, the patient¿s cgm was still reading low mg/dl, so the patient tested his bg meter reading, which was high mg/dl. Once the patient realized his bg meter reading was high, he self-treated with a dose of insulin and had his step-dad bring him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 370 mg/dl. No cgm comparison value was provided at this time. He also had bloodwork done to rule out diabetic ketoacidosis (dka), which he did not have. The patient was treated with intravenous (IV) fluids and was then discharged after approximately 3 hours. His bg meter was 225 mg/dl at the time of discharge. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.